Event description:
The following complaint was reported: physician reported that on (B)(6) 2013, he suspected patient with flexi-seal signal in use had developed a rectal perforation. The fecal management system was removed. A colonoscopy was performed. Patient had a large serious rectal ulcer down to muscle. She was sent to surgery and a diverting ileostomy was performed.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Dr. (B)(6) was contacted hd no other info and gave number for nurse manager (B)(6). She had no info and said to contact risk manager (B)(4) by email not phone call. An email has been sent to ms. (B)(4) with a flexiseal questionnaire to request additional info. No additional pt/event details have been provided to date. The lot number provided was incorrect and could not be confirmed. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted.